Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric artery using a pod packing coil (pod pc), a lantern delivery microcatheter (lantern), a 2.8fr non-penumbra microcatheter, and a guidewire. It was noted that the patient¿s anatomy was very tortuous. During the procedure, while advancing the lantern through a severe turn to the target vessel, the physician kinked the lantern at the distal end. Then, while attempting to advance the pod pc through the lantern, the physician experienced resistance. While retracting the pod pc through the lantern, the physician experienced resistance again and the pod pc unintentionally detached in the lantern. Therefore, the lantern containing the detached pod pc was removed from the patient. Next, the physician decided to use another pod pc with the non-penumbra microcatheter. While advancing the microcatheter through a severe turn to the target vessel, the physician also kinked the microcatheter. Subsequently, while attempting to advance the pod pc through the microcatheter, the physician experienced resistance. Therefore, the pod pc was retracted and removed, and the microcatheter was removed. The procedure was completed using the same pod pc and a new lantern. There was no report of an adverse effect to the patient.